Event description:
An optometrist reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. The lens did not correct all of the astigmatism as expected. The pt had 2.25 diopters of astigmatism preoperatively, and postoperatively had 1.0 diopter. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. (B)(4).